Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. The reported issue could not be replicated. The navigation system passed the system checkout and was found to be fully functional. No parts on the system were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a catheter placement procedure. It was reported that the axiem controller turned off during the case. The site proceeded to disconnect and reconnect the power cable, which successfully allowed the unit to start working again. The surgeon was able to complete the case using navigation. The case was delayed approximately 15 minutes due to this issue. There was no impact on patient outcome.